Manufacturer narrative:
A direct correlation between (B)(4) and the reported gi bleeding could not be conclusively determined. Elevations in pump power/estimated flow were confirmed via the submitted log file data. Log files 82211111 and 82261402 contained overlapping data, spanning from 1/24/2019 at 19:32:07 to 2/26/2019 at 13:17:57, per the timestamps. Transient elevations in pump power/estimated flow typically associated with pi events were captured. A specific cause for the change in pump parameters cannot be conclusively determined. The heartmate ii lvas IFU lists hemolysis and bleeding as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. Information regarding recommended anticoagulation therapy and inr range is also provided in this document. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received 04mar2019: gi was consulted and the patient underwent a colonoscopy and endoscopy. Details of the procedure were reported. The mucosa from rectum to cecum appeared normal without inflammation or colitis. There was moderate diverticulosis in the sigmoid colon. No polyps or masses were found. No avms were seen in the right colon or cecum. No obvious bleeding lesions were detected. Retroflex view of the rectum was unremarkable. The olympus video upper endoscope was introduced through the oropharynx, advanced to second and third portion of the duodenum. The esophagus showed normal mucosa proximally without irritation or esophagitis; however, circumferentially just below the ge junction, the tissue was a little bit more edematous and friable and initially, there was some bright red blood adherent seen in this area when lavaged. This revealed underlying friable appearing mucosa, but no other bleeding lesions. There was a large hiatal hernia present measuring about 8 cm. Within the hiatal hernia, there was streaky coffee-ground materials consistent with some blood that had seen acid. There was also some cameron erosion noted at the diaphragmatic pinch. On retroflex view, the cardia, fundus, and ge junction did not show any additional findings. The body and antrum demonstrated a congested gastritis, which was nonerosive but the mucosa was reddened. Biopsies were obtained from the antrum for histopathology. The duodenum appeared normal from bulb to distal duodenum. The patient was sent to recovery following the procedure. Per the clinician, the esophagogastroduodenoscopy findings in the context of coagulopathy likely explain the patient's recent blood in the stool. The patient is being treated aggressively with proton pump inhibitors (ppi). The biopsies are being tested for helicobacter pylori status and the patient will be treated with antibiotics accordingly if positive. No additional information was provided.

Manufacturer narrative:
The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
Approximate age of device- 5 years, 1 month. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2014. It was reported (B)(6) 2019 patient is symptomatic complaining of low energy and stamina. Patient also had elevated liver enzymes which have been trending up slightly over the past year. Hemoglobin was trending downward. Patient admitted to a hemorrhoid issue. Technical services reviewed submitted log files and confirmed pump parameters and trending unremarkable. Patient's labs show high white blood cell count, low red blood cell count, and low hemoglobin and hematocrit. Patient returned to the clinic on (B)(6) 2019; it was reported patient's plasma free hemoglobin still low at 40 and patient reported symptoms of lethargy, decreased appetite, and weight loss. Log files submitted on (B)(6) 2019 showed no unusual events. Additional information received (B)(6) 2019 reported the patient was anemic and still experiencing down trending hemoglobin. Per clinician, the hemorrhoid bleeding is of clinical concern and gi has been consulted. The patient remains inpatient and continued plan of care is to monitor. No additional information was provided.